Event description:
It was reported that the patient had PICC inserted in (B)(6) 2012. On (B)(6). When the nurse flushed the catheter, leaking was found. While pulling out the catheter found a leak 2cm inside the insert site. For the sake of patient's safety, the nurse pulled out of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revg0664 showed no other similar product complaint(s) from this lot number.